Event description:
It was reported via repair work order that the power entry module was broken and power cord had wires exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.